Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator battery was kept on charge at the station when the user discovered that the battery was not able to charge. There was no patient involvement.